Event description:
Procedure type: billroth ii reconstruction. According to the rptr: after firing the device the surgeon noted the staples were malformed and the tissue not completely cut. No tissue specimen was on the device. The surgeon cut the tissue and a new instrument was used to complete the procedure. The incision was not extended as a result; however, surgery was delayed more than thirty mins. There was no add'l/unanticipated tissue loss or tissue damage according to the rptr. No significant blood loss was reported.

Manufacturer narrative:
Initial report sent: 05/30/2008.